Manufacturer narrative:
(B)(4). Bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to low draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tubes had under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated low draw occurred 3 times.